Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert. Upon interrogation, the device was found to be in backup mode due to event queue overflow. Technical support was contacted and nominal settings were restored on the device. The patient was stable with no consequences.